Event description:
Additional information was received that product analysis was completed on the lead and generator. The reported high impedance allegation was not verified within the returned lead portion. In addition the connector ring has what appears to be silicone adhesive extending on the surface 0.037in: this is out tolerance (max: 0.015 inches). However, no obvious adverse effect was identified on the device performance as a result of this condition. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the x-rays were taken. The x-rays did not show or confirm a lead break. The x-rays will not be provided to the manufacturer for review. There was no reported manipulation or trauma that could have contributed to the high impedance. The patient had a generator and lead replacement. The generator and lead were returned to the manufacturer for evaluation. Product analysis if planned but has not been completed.

Event description:
It was initially reported that the patient was having a lead revision due to high impedance. Surgery is likely but has not occurred to date good faith attempts for more information have been unsuccessful to date.